Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a scheduled follow-up, oversensing noise were observed on the atrial channel. Interrogation noted multiple auto mode switching episodes also on the channel. A change to the device sensitivity did not resolve the issue. Another programming change was suggested but not performed. The patient was discharged. The patient condition was stable before, during, and after device interrogation and will continue to be monitored.